Event description:
It was reported the patient was having gastrointestinal (gi) problems. The patient had problems eating, drinking, and digesting. The patient has to keep the stimulator off to eat or drink. The patient has to keep the stimulator off for about 8 to 12 hours to have a bowel movement. The patient was extremely dehydrated. The patient was forcing fluids through her body. The patient was in pain and her pain medication had been decreased by the doctor. The doctor was out of the office at the time of the call. The patient used the stimulator at night. The patient was seen by a home health nurse and told to go to the emergency room. The patient requested reprogramming at the trial settings. The trial setting were not documented and the stimulator was not programmed at the trial (or baseline) settings. It was reported the patient had gastrointestinal surgery a year ago, prior to implantation of the neurostimulator. During the trial phase of the implant, the patient did not have gi problems. The patient had stimulation down her legs and the stimulation helped with digestion and bowel movements during the trial. The neurostimulator system was placed in the "brachial plexus, right arm and up through the neck." Additional information has been requested from the hcp, but was not available as of the date of this report.